Manufacturer narrative:
The actual electrodes from the event were not returned for evaluation. Instead, electrodes from retained samples of the same lot numbers 5218 and 3020 were investigated. Evaluation of the electrodes from lot 3020 did not reveal, any adhesive related issues or discrepancies that would have contributed to the reported event. The retained samples for lot 5218 shelf life have expired. Therefore, retained sample testing was unable to be performed. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient, the associated defibrillator displayed a "poor pad contact" message using these electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.